Event description:
It was reported that compatibility guidelines were requested for the following: tens or other external stimulation. The patient was having therapy on her neck. It was noted that the patient's stim was turned off for about a year now, because it wasn't working. It was noted it had never worked and that she will be seeing the doctor again to see about putting in another ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# v009993, implanted: (B)(6) 2006, product type: lead. (B)(4).